Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been one other complaints reported in the lot number. Additional info was requested on 05/06/2011 and 05/12/2011 by phone, fax, and mail. A completed questionnaire was received on 05/16/2011. (B)(4).

Event description:
A surgeon reported that approx one year following intraocular lens (iol) implant surgery, the lens was exchanged due to glare. In a follow-up, the surgeon reported the pt was implanted bilaterally and was not able to tolerate the lenses. Both lenses were exchanged for a different model iol and the event resolved. There are two medical device reports associated with this event. This report is for the right eye.